Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. Technical services (ts) reviewed the reports and noted that there was a gradual increase starting roughly a year ago but did not reach an out-of-range value until a few months ago. Ts provided potential causes and provided following actions that could be done. The health care professional (hcp) will work on getting the patient into the clinic for further evaluation. The lead remains in use. No adverse patient effects were reported.